Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer complains of "hi" results. Customer states that they feel well and requires no medical attention. The customer's expected blood results are 50-90mg/dl fasting. Verified the strips expired 1/31/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Customer performed a back to back blood test and obtained and hi fasting and 394mg/dl not fasting. Reviewed meter memory: (B)(4). Memory concerns: hi (B)(6) 7:34am. Adverse event not reported.